Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4), UDI#: asku. The system was serviced at the site and found to be fully functional. The system passed checkout and was returned to service. The 9733597 device was returned and analysis found the cable jacket had been cut exposing the internal wires but no bare conductors. Also, a continuity test revealed an open at pin 3 of the usb cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the axiem power/communication cable was not working. It was stated that the site¿s two axiem boxes will power on but would not communicate when plugged into this system and they would work normally on other systems. There was no patient present when the issue occurred.